Manufacturer narrative:
Block h6: imdrf device code a0501 captures the investigation findings of inner sheath detached. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received fully deployed. Visual inspection found the inner sheath detached. The stent's dimension was measured and found to be within specification. Destructive inspection was performed, the delivery system was disassembled to identify the torsion (rotational damage), and the outer sheath was not found twisted. No other problems were noted with the stent and delivery system. The observed event of inner sheath detached was most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). However, the reported event of stent failure to deploy was not confirmed because the stent was received fully deployed. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was used during a procedure performed on (B)(6) 2024. During the procedure, one of the stent's flanges was unable to deploy. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the inner sheath was detached. Please see block h11 for full investigation details.